Event description:
The customer reported the left monitor intermittently goes black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reformatted the main system drive and the cine drive. System operates as intended. This MDR is related to ge healthcare complaint.